Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of occlusion, as listed in the instructions for use (IFU), is a known adverse event associated with the use of a coronary implant in native coronary arteries. Based on the information reviewed a conclusive cause for the reported difficulties and patient effects cannot be determined; however the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery. Predilatation was performed using a 2.5mm unspecified balloon inflated once at 12 bar. A 2.5x15mm implant delivery system was prepped and no resistance was felt during removal of the protective sheath. The device was advanced without resistance and placed into the target lesion without resistance; however, the implant could not be deployed because the balloon only partially inflated when pressurized at 2 and 4 bar. The implant and delivery system were withdrawn without resistance; however, the lad became occluded. An unknown drug eluting stent was implanted successfully. The patient is fine and there is no adverse patient sequela. No additional information was provided.